Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a protrusion in the cartridge that caused it not to properly fit onto the pump. The customer reported experiencing a low blood glucose (bg) level due not eating for an extended period of time; however, no specific bg value or treatment method was provided. The customer was able to load a new cartridge and the issue was resolved.